Manufacturer narrative:
Findings: unable to verify compromised force sensor system error from the insulin pump alarm due to cracked end cap. Unable to test prime/a33 test due to cracked end cap. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 12.0 mmol/l. The customer reported a compromised force sensor system error from the insulin pump. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.